Event description:
Nursing noted iabp reading current error. Physician attempted to remove iabp sheath with noted difficulty and upon removal it became hung up on the skin site. A hard thrombus was noted inside the balloon.